Manufacturer narrative:
(B)(4). This roller pump was in storage and the customer wants to send in for preventive maintenance (pm) and repair. Currently not in clinical use.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pump tongue was found broken on the roller pump. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the user facility's biomedical engineer (biomed). Unable to determine cause as the product was not returned and the circumstances for the failure are unknown to the customer contacts. Diligence attempts for further information and product return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.